Manufacturer narrative:
(B)(4). Batch # p55628. The analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: surgeon ¿ has used atw45 for a number of years and ats45 since its release during case: lap right hemicolectomy. Mobilization of the colon as usual with harmonic hd1000i ats45 with white reload tr45w prepared by scrub nurse and loaded ¿normally¿ for first firing on ileocolic artery. Inspected by surgeon as usual practice and seen to be ¿normal¿ first closing trigger closed without any variation from usual with ats45 closed on ileocolic artery. Surgeon then went to fire the firing trigger plastic to plastic and could do so however the first half of the reload fired staples and then the reload was pushed from the stapler in a longitudinal fashion. It was visualized to do so on the laparoscopic screen and immediately the vessel came out of the jaws of the stapler and pulsated with blood. The vessel appeared to be cold cut by the knife with no staples deployed in the tissue. The visualization was poor and the surgeon was unable to place a clip on the vessel laparoscopically so was required to extend his incision (by 3/4 cm/laparotomy) for the port where the bowel would be externalised. He was then able to get access to the vessel under direct vision and place a ligature on this (suture). The patient lost 800 ml and required increased fluid and meds intraoperatively. No transfusion was required post operatively. The patient made a fully recovery with no extra days in hospital/ICU. Additional information requested but unavailable: what were the indications for surgery? Was the device difficult to close? Were clips used in vicinity prior to device firing? Was the force to fire higher than expected?

Event description:
It was reported that the atw 45 apparently misfired during procedure and whole reload came out. They didn¿t get another as pt bleeding and they proceeded to an open case.